Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device depleted approximately one year in three months. This device was using 230% of power as would be if at nominals. Health care professional (hcp) stated that the device did not worked again. Additional information indicated that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. This pacemaker device was explanted. No additional adverse patient effects were reported.